Event description:
In 2008, the pt reported that his infusion sets leak where the infusion tubing connects to the infusion site and he experiences elevated blood glucose as a result (values not provided). He stated, that the issue first began "about a year ago." He stated, that he changes the infusion site and infusion tubing every 3 days. He stated, that the infusion tubing appears "brittle" after the second day of use and this issue occurs on 40% of the infusion tubings he uses. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.